Event description:
It was reported to boston scientific corporation on july 30, 2006 that a jagwire guidewire was used in an endoscopic sphincterotomy procedure two days prior (a male patient; weight is unknown). According to the complainant, the distal tip of the jagwire was torn during the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual inspection revealed that a small section of pebax was severed, exposing the core wire. The cause of this malfunction cannot be determined.